Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-01582. Additional information received identified the skin erosion has not resolved and the patient was having swelling around the leads due to infection. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 wherein the leads and extensions were explanted. Leads are reported under reference MFR. Report# 1627487-2016-06036 and reference MFR. Report# 1627487-2016-06039.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2017-01582. It was reported the patient¿s (B)(6) scs extensions were eroded through the skin. The patient underwent surgical intervention on (B)(6) 2017 wherein the extensions were reburied and re-sutured. As of (B)(6) 2017 follow up, the wound has not healed completely. Additionally, 6 of the 10 stitches were removed and cultures were taken. Dressing was reapplied and the patient continues on antibiotics. The patient is currently under physician¿s observation.

Event description:
Device 2 of 2, reference MFR. Report# 1627487-2017-01582. Additional information received identified infection has resolved.